Event description:
The patient's therapy was discontinued and the patient expired on (B)(6) 2019.

Manufacturer narrative:
B1, b2, h3: correction. B5, d10: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas confirmed the report of outflow graft twisting, which could have contributed to the observed low flow alarms in the log files. Furthermore, it was also reported by the doctor that ¿the patient has a potential thrombus in the outflow cannula close to the pump,¿ however, the lumen of the outflow cannula only observed depositions of grainy, denatured blood. The pump was returned assembled with the pump cable severed approximately 5.75" from the pump. The distal portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief properly engaged. It was noted that multiple cross-sectional segments of the sealed outflow graft were returned. The apical cuff was returned secured with the fully engaged cuff lock. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Examination of the outflow graft revealed an approximately 30 degree counter clockwise twist in the outflow graft approximately 1¿ from the graft hardware. In addition, one of the returned cross sectional segments of the outflow graft revealed a fold in the graft. The fold appeared to have been a continuation to the twist observed on the graft material. Tissue accumulation was observed on both of the exterior portions of the grafts and appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while (B)(6) was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the log files. Upon disassembly of the returned pump, depositions of grainy, denatured blood were found in the lumen of the inflow cannula. Similar depositions were found in the lumen of the outflow graft, in the interior of the pump cover, on the rotor, and in the rotor well. The depositions found in the evaluation of (B)(6) appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow through the pump, consistent with the twisted outflow graft. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H7, and h9: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that multiple low flow alarms were captured on (B)(6) 2019. Patient has been assessed with lab evaluation, echo, chest x-ray and awaiting chest CT scan to evaluate for kinked outflow graft. It was reported that a potential thrombus in the outflow cannula close to the pump. Patient's pump was discontinued.